Event description:
It was reported the patient experienced a sharp, stabbing pain that wrapped around her right side. The patient denies any falls or extreme movements. Follow-up identified the patient¿s scs system was subsequently explanted due to infection (reference MFR report: 1627487-2013-015234, MFR: 1627487-2013-15235, MFR report: 1627487-2013-15236, and MFR report: 1627487-2013-15237).

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.